Manufacturer narrative:
The device was returned to zoll medical for eval. The malfunction was observed and the pace/defib engine was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's pacer output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.